Manufacturer narrative:
(B)(4). D6a: implant date in (B)(6) 2011. G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that at an unknown timeframe post-implantations, the patient received significant treatment; will require surgery and therapy; and has sustained an unknown permanent disability due to failed hip implants. The patient has experienced pain, loss of balance, dizziness, difficulty walking, upset stomach, elevated cr and co levels, metallosis, tissue dehiscence, necrosis, hypertrophic scarring, antalgia, and lumbar strain. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review of the available records identified the following: patient had an initial right tha and has began experiencing a number of issues; pain, loss of balance, dizziness, difficulty walking, and upset stomach due to failure of implants. Had elevated cr and co levels. Injuries include metallosis, tissue dehiscence, necrosis, hypertrophic scarring, antalgia, lumbar strain, dizziness, fatigue, pain. The patient had a revision. The revision operative notes were provided and the following was noted; synovectomy, scar tissue, trunnionosis found, pseudotumor resection. Stem was found well fixed. Trunnion was cleaned and a new head placed. Cup was found stable and remained implanted. Any tissue overgrowth on cup was removed and a new liner placed. Head and stem were removed and replaced. No other complications noted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b3; b7; d6a; g2; g3; h2 the following sections were corrected: b2 remove disability; b5; e1-3; h6 impact correct to revision; h6 clinical correct to only metal related pathology; h6 device code correct to only material erosion. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 12 years post-implantation, the patient underwent aright hip revision due to trunnionosis and a pseudotumor. The cup and stem were retained. Attempts have been made and no further information has been provided.